Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the cannula the patient was using had bent. The patient experienced a blood glucose level over 500 mg/dl. The patient's daughter found her passed out and provided her with an insulin injection. Paramedics took the patient to the hospital where she was treated with an IV of fluids and insulin and she was given insulin injections. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.